Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar® generator quantity returned: 1 product code (sku): ps100-100rf serial: # (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: normal wear and tear with no impairment to functionality of the generator internal visual: unit was not opened functional inspection: -the generator successfully completed the power on self-test (post). -power output testing: cut-3, cut-4 and cut-5 settings failed to meet the product specification requirements as the results were above the high end of the acceptable tolerance limits. -power output testing: cut-6 and coag-7 settings met the product specification requirements as the results were within the acceptable tolerance limits. (See table on attached investigation form for output details) lhr review: this generator has not been in for service prior to this complaint. Investigation conclusion: the reported issue was/was not confirmed. There was an/were no additional failures found during analysis. -complaint not confirmed: the pulsar® generator is a known emitter of rf energy as the generator can interfere with other electrical equipment. Power output testing results obtained during analysis confirm the generator was operating within the acceptable tolerance limits at cut setting-6 and at coag setting-7, settings utilized by the customer. -there was an additional failure found: additionally at cut setting-3, cut setting-4 and cut setting-5 the generator failed to meet the product specification requirements as the power output testing results were above the high end of the acceptable tolerance limits. -the additional failure of high output readings confirms the generator is not functioning as expected at cut setting-3, cut setting-4 and cut setting-5 which would require the generator to be re-calibrated. -13-90-0024 rev. A ¿ situational analysis (sa) for pulsar® ii operating room equipment interference has been addressed, therefore this complaint will be associated with the sa. -unit will be scrapped. (B)(4).

Event description:
Generator was returned for an unrelated complaint and during analysis it was found that the generator failed power output testing. Power outputs failed to meet product specification requirements as the results were above the high end of the acceptable tolerance limits for the following settings: cut 3, cut 4, and cut 5.